Manufacturer narrative:
This was stated in the nyt, see (B)(6). "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, (B)(6) 2025. The manufacturer followed up with the facility in (B)(6) where the claimed adverse events took place and with the treating physician. The facility has stated that it was not aware of any adverse events. The physician has not responded.

Event description:
This information was reported publicly by the new york times. See (B)(6). "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, (B)(6) 2025. Patient p3 (male, 47, diagnosed with metastatic rectal and liver cancer) experienced an initial regression of his cancer in the first few weeks after treatment, then his tumor cell counts rose as much as 5 times their pre-treatment levels. Scans also showed growth in the preexisting tumors in his liver. The patient's wife believes that the device "supercharged her husband's cancer" but acknowledges "that may be in part because it led him to stop undergoing chemotherapy, but it is impossible to know for sure." The article states that these treatments took place outside the united states, in (B)(6).